Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. No capture, high and undefined impedance and noise was also reported. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.